Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of march 1, 2021, was chosen as the best estimate based on the procedure which happened sometime in march 2021 and the day of adverse event reported post-procedure. Blocks d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a right nephrolithiasis during a right percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in march 2021. Only one naviguide device was used. Post-procedure, the patient experienced urinary retention and was unable to void. A foley catheter was inserted to manage the condition and subsequently removed four days later. Per physician's assessment, the event was not serious, was possibly related to the device, and probably related to the procedure.